Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 423 mg/dl and their sensor glucose was reading a low. Customer was able to bring their blood glucose down to 278 mg/dl with insulin. The customer also reported their blood glucose was 233 mg/dl and their sensor glucose read 48 mg/dl. It was also reported the customer had to call the paramedics one night because their sensor glucose was reading a low. The customer had to turn off their threshold suspend during this incident. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.